Manufacturer narrative:
Device received on 8/4/2025. Investigation summary: a series of photos were 2 tegos are connected with an unknown set, some blood residual inside some of them is observed. Five (5) used list# d1000, tego¿ connector, appx 0.05 ml were returned for evaluation. As received, a tear seal in 1 out 5 samples were observed, no additional damage beside the mentioned was observed. No mating device was returned for evaluation. The samples were tested as per procedure and met the specifications, tegos were partially dissembled and the presence of adhesive on the correct areas was confirmed. Event complaint was not able to be replicated. Based on the tear damage observed in one tego, this might lead a leak, therefore complaint can be confirmed. The probable cause of blood under the silicon section is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.

Manufacturer narrative:
The device is available for evaluation, however, it has not yet been received.

Event description:
The event involved a tego® connector where the customer reported that the blood was noted under the silicone section of the device; they were unable to wipe it off. The event occurred 5 times. The incident occurred during infusion; noted mainly at the end of the dialysis treatment. The tegos were replaced and dialysis treatment resumed. Harm was not reported as a consequence of this event.